Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had come out of the incision site and it had self-explanted. A few months later, the patient underwent a surgical procedure to a new icm device implanted as replacement. No additional adverse patient effects were reported. The explanted icm device has not been returned.